Manufacturer narrative:
Based upon the available information, the root cause of the type iiib endoleak of the aortic extension was likely related to the strata graft material. No known user or procedure related issues were identified. The final patient disposition is unknown. Devices remain implanted in the patient and were not returned, therefore no evaluation was completed. The manufacturing record review did not reveal any issues or deviations that would explain the reported event. The manufacturing records confirm that the lots met all requirements prior to release.

Event description:
Patient initially implanted with a bifurcated stent graft and a suprarenal aortic extension. A follow up computed tomography (CT) showed the patient had a type 3b endoleak in the aortic extension. The physician is planning a secondary intervention to resolve the endoleak. To date a secondary intervention has not been reported to endologix. The patient status was not initially reported and is currently unknown.